Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received upon receipt, the device was found to have a low battery. A longevity calculation indicated that the battery voltage was lower than expected given the programmed parameters. With another battery attached, the power consumption was normal. Reliability laboratory technician; st. Jude medical crmd reliability laboratory complaint was s received with return of the device. Failure (event) observed during analysis.